Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was not recognizing when locked. There was unknown patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
No device was received for evaluation for the complaint that the pump was not recognizing when locked. The review of service history found that no previous repair was noted for the last 12 months. Based on the review of the service history and complaint not confirmed due to the device not being returned, a probable cause was unable to determine.